Manufacturer narrative:
B5- the reporter stated that the lens was damaged during loading. The surgeon damaged the lens with the forceps. H6- conclusion code: 4315 to 61. Claim #: (B)(4).

Manufacturer narrative:
Corrected data: h3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Lens was returned dry, in a micro-centrifuge vial. Visual inspection found no visible damage to the lens. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -12.50/1.5/068 (sphere/cylinder/axis) implantable collamer lens was damaged during loading procedure. There was no patient contact with the device. The reporter stated " doctor always prepare the loading of the lens before she opens the eye." In the reporters opinion the device was the cause of this event. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.